Event description:
New information received noted that the device could not be interrogated.

Event description:
It was reported that backup operation was observed on the implantable cardioverter defibrillator. Further information was requested but not available.